Event description:
It was reported that the system would not save images.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty hard drive. System operates as intended.